Event description:
It was reported that the surgeon inserted a cq2015 three piece collamer lens and the pt's capsule was unable to support the lens and was torn. The incision was enlarged and a vitrectomy was performed. Nylon ten sutures closed the wound. The reporter stated the incident was due to the pt's pre-existing conditions.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that a haptic was torn off and missing. There was a clear surgical residue on the lens. Both sides of the optic and haptics were checked for rough edges and found to be acceptable.